Event description:
It was reported, the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited multiple atrial mode switch episodes that were attributed to oversensing noise. No patient symptoms were reported. No further information was available.

Manufacturer narrative:
(B)(4).